Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device and for which specific patient details are not available. Catalog and lot numbers of the involved devices are also not available. In addition, the number of events reported under this report equal (B)(4). (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As noted in the publication by kim et al randomised comparison of strut coverage between nobori biolimus-eluting and sirolimus-eluting stents: an optical coherence tomography analysis, eurointervention 9 (2014) 1389-1397; there were 39 stent malappositions post-procedure and 10 stent malappositions at 6-month follow-up in the cypher select arm of the study. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without lot numbers. During the procedure, complete apposition of the stents to the intimal surface of the arterial wall (incomplete stent apposition) must be confirmed. Pre-dilation and post-dilation of the deployed stent are conducted to optimally appose a stent to the vessel wall. Incomplete stent apposition, or separation of stent struts from the intimal surface of the arterial wall over time also known as late stent malapposition. Late stent malapposition has been previously documented after brachytherapy and bare-metal stent implantation. A subgroup analysis of the ravel trial reveals a late stent malapposition after ses implantation with an significantly higher incidence than bare-metal stent. Based on the information available for review, vessel characteristics and procedural factors are most likely contributing factors. The authors concluded the optical coherence tomography¿guided optimization of stent strut apposition enhances strut coverage at follow-up. This comprehensive method for evaluating strut apposition may provide more useful information to understanding the serial changes in strut coverage. Without a lot number to conduct a DHR review, it is not possible to determine if the reported events could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time

Event description:
As noted in the publication by kim et al randomised comparison of strut coverage between nobori biolimus-eluting and sirolimus-eluting stents: an optical coherence tomography analysis, eurointervention 9 (2014) 1389-1397; there were 39 stent malappositions post-procedure and 10 stent malappositions at 6-month follow-up in the cypher select arm of the study.